Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the pacemaker exhibited noise. Multiple interrogation attempts confirmed the noise. The noise did not result in oversensing. The exact cause of noise was unknown. It was noted that there was no report of the pacemaker being exposed to electromagnetic interference. No intervention was performed. There were no patient consequences, and the patient would be monitored.